Manufacturer narrative:
The device was received, and an evaluation is complete. A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation included a visual assessment as well as functional testing.  Evaluation experienced a system error 345 during testing and verified them through a review of the event history log. The cause was determined to be the upstream and downstream thermistors were out of specification. The upstream and downstream sensors were calibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a system error 345 (thermistor disparity). No additional information is available.